Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold snare was used for polyps in the sigmoid colon during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, the physician had trouble cutting through the polyp when using the captivator cold snare. The procedure was completed with another captivator cold snare. There were no patient complications reported as a result of this event.